Event description:
This follow up is being submitted as the device was re-evaluated and additional information was received. The endoscope was advanced to the papilla perorally, and performed est after cannulation. First, evo-fc-10-11-6-b (c1523724) was placed without problem, but it was not enough length to cover the stenosis. Then, it was planned to place evo-fc-10-11-8-b additionally. Jagwire 0.035 inch straight (boston scientific) was advanced through the accessory channel of endoscope, then, evo-fc-10-11-8-b (c1484470) was advanced into middle/lower bile duct over the wire guide. Before the deployment, the user confirmed the location of the delivery system using fluoroscopic marker as an indication, also he reconfirmed that the direction button was pushed on side of ¿deployment¿, so he attempted to deploy the stent. The user squeezed the trigger slowly once or twice, however, the stent would not deploy at all. Even the red indicator moved to near the "point of no return", stent never deployed. Therefore, the user used recapture function to return to the original location of the red marker by squeezing the handle and removed the delivery system from the patient. Then, it was confirmed that the stent would not deploy by squeezing the handle. Another device was used instead to complete the procedure. There have been no adverse effects to the patient reported.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). This follow up report is being submitted as the device was re-evaluated and additional information received. Additional information was received on the (B)(6) 2019; was first stent removed or left in patient? No. When you attempted to place the second longer stent was it placed within the first stent i.e. "Stent in stent"? Yes. <additional information from the sales rep> regarding the direction button: the sales rep has attended the case, he was sure he pushed the direction button completely and gave the device to the user. Therefore, the direction button was not at wrong place. Regarding angle of elevator: since the delivery system was attempted to advance through the placed stent, the angle was severe. As per rep request, the device involved in the complaint was re evaluated in the laboratory on (B)(6) 2019. Handle was working fine. Handle opened and no broken parts inside observed.

Manufacturer narrative:
510 (k) number: n/a. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 07 nov 2018. Multiple failures were identified in the lab- zip port joint clear section broken and stent was unable to deploy. However it has been confirmed by engineering that these are all related to the failure of "stent in stent- off label use". Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Upon review of complaints, this failure mode has not occurred previously with the lot number c1484470. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number c1484470. As per the instructions for use, ifu0057-5, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". ¿passing a second stent delivery system through a just deployed stent is not recommended and could cause the stent to dislodge. Testing of overlapping stents has not been completed and is not recommended. This device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could result in difficulty or inability to remove introducer.¿ on review of the information provided, there is viable evidence to suggest that the user did not follow the instructions for use, due to stent in stent procedure. Root cause review: the failure of the zip port joint broken and the inability to deploy the stent was observed in the laboratory. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to pressure applied as a result of stent on stent process causing the break. This was as a result of stent in stent placement by the user. Summary: according to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on the customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The endoscope was advanced to the papilla perorally, and performed est after cannulation. First, evo-fc-10-11-6-b (c1523724) was placed without problem, but it was not enough length to cover the stenosis. Then, it was planned to place evo-fc-10-11-8-b additionally. Jagwire 0.035 inch straight (boston scientific) was advanced through the accessory channel of endoscope, then, evo-fc-10-11-8-b (c1484470) was advanced into middle/lower bile duct over the wire guide. Before the deployment, the user confirmed the location of the delivery system using fluoroscopic marker as an indication, also he reconfirmed that the direction button was pushed on side of ¿deployment¿, so he attempted to deploy the stent. The user squeezed the trigger slowly once or twice, however, the stent would not deploy at all. Even the red indicator moved to near the "point of no return", stent never deployed. Therefore, the user used recapture function to return to the original location of the red marker by squeezing the handle and removed the delivery system from the patient. Then, it was confirmed that the stent would not deploy by squeezing the handle. Another device was used instead to complete the procedure. There have been no adverse effects to the patient reported.